Event description:
It was reported that the pump is alarming and the screen reads remove and reattach cassette. The patient states the cassette is attached to the pump and did not come loose. Instructed the patient to open and close the battery door then start the pump. The screen reads running reservoir empty in 38 hours and 32 minutes. Res vol is 84.8 ml and the green light is flashing. Rate confirmed on medication label. Advised the patient to call the hotline should he require additional assistance. No additional information available.